Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2018-00547 and 1627487-2018-00548. It was reported the patient underwent an explant of the scs system leads. Reportedly, the leads migrated and therapy was ineffective.